Event description:
It was reported that the patient presented to an implant procedure. During the procedure, there was difficulty reaching the right ventricular (rv) lead's target position. After several attempts, the patient became uncomfortable, and the implant was aborted. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.